Event description:
The manufacturer received a ventilator for evaluation as part of the foam field action. During the evaluation of the device at the manufacturer's service center, a failure of the active exhalation valve and flow sensor was observed. The device had been repaired to address all issues.